Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. The common causes of damaged insulation to the conductor wire are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to administration of anesthesia and prior to first port placement, the 8mm fenestrated bipolar forceps (fbf) conductor wire was found broken. The customer used a backup instrument to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conductor wire was damaged. There were no signs of thermal damage. The instrument was replaced immediately. There are no photographic images or videos for isi evaluation. Correction: h8. Was updated to initial use of device.